Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) for tis left ventricular (lv) lead. Technical services (ts) was consulted and reviewed stored episodes. Ts discussed how the loc observed was due to timing. Ts discussed programming options to ensure lv capture based on the patients rhythm. This crt-d remains in service. No adverse patient effects were reported.